Event description:
It was reported that patient underwent a tibia fracture plating procedure utilizing a fixation pin on (B)(6) 2014. During the procedure, the distal end of the fixation pin fractured and was retained by the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of torsional overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings and precautions: "preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the nail, are important considerations in the successful utilization of this device."